Event description:
The info provided to sjm indicated the patient has a 23mm sjm trifecta valve implanted in 2010. The patient underwent an explant procedure in 2014 to remove the valve due to cusp tears, diagnoses via echocardiography. A moderate amount of pannus below the valve was observed, but was not causing any obstruction. The valve was replaced by a homograft.